Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing gastrojejunostomy where the surgeon brought together part of the stomach and part of the jejunum in a laparoscopic bypass procedure, the stapler did not fire. The surgeon fired a reload however he was claiming that the firing didn't fire any staples and just cut. The surgeon was required to complete the anastomosis with a suturing technique. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, the staplers did not fire. The event happened during the gastrojejunostomy part of the procedure where the surgeon brought together part of the stomach and part of the jejunum. The surgeon fired a reload however he is claiming that the firing didn't fire any staples and just cut. The surgeon was required to complete the anastomosis with a suturing technique. There was no patient injury noted.